Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The technical support has requested the customer to return the suspect device to the fa-lab facility for repair and further investigation. At this time, no root cause has been determined.

Event description:
The customer reported that their vela ventilator is alarming transducer (xdcr) fault just after power was on. There is no patient involvement with the event.